Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and the device would not pair was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would not pair. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device would not pair is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.